Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d11lt found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested; during the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to the surgeon the device wasn't locking and therefore it didn't release the blade. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.